Event description:
Patient nasally intubated with 7.5 nasal ray tube. No forceps used for placement. Placement done in left nare without trauma. Glidescope used to view vocal cords. Tube slid through cords smoothly. Ventilator sounded few minutes after placement indicating air leak in circuit. Tidal volumes were decreased. Patient remained hemodynamically stable throughout event. Patient was not hypoxic. Tube was emergently exchanged and cuff inflated with appropriate tidal volume and end-tidal co2(etco2) confirmation.